Event description:
I used renu contact lens solution as long as I can remember thru date of event : 9/23/2005. On 9/26/2005 I was diagnosed with a severe cornea ulcer. The drs could not determine the source of the infection, and treated the eye for fungus, as well as other infections. Vision was impaired by over 50%. Other symptoms included pain, redness, sensitivity, tearing. Although my condition has improved, because of the scarring to my cornea, the dr indicates that I am a candidate for a cornea transplant in late summer.